Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicular crush damage on the outer coil and outer and inner insulations distal to the suture sleeve tie impression. The cause of the damaged outer coil and inner and outer insulations is consistent with clavicular crush. The reported events of low impedance, high capture threshold, and lead damage were confirmed.

Event description:
During a follow-up in clinic, there was decreased pacing lead impedance (pli) and increased capture threshold noted on the right ventricular (rv) and right atrial (ra) leads. Diagnostic imaging revealed that the leads were damaged due to clavicular crush syndrome. The leads were explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2017865-2018-00115.